Event description:
It was reported to boston scientific corporation that a hydro thermablator (hta) endometrial ablation system was used in an hta procedure on (B)(6) 2013. According to the complainant, the physician noted the fluid level in the reservoir was dropping and a subsequent fluid leak in the patient. The procedure was aborted. A patient burn was reported and treated with sylvadene cream. The location of the burn is unknown. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.